Manufacturer narrative:
The meter and test strips were requested for investigation. The reporter's meter(B)(4) and strips (B)(4) were provided for investigation where they were tested using high level lin 3 controls. Secondary customer meter (B)(4) and strips (lot 52818417) were not returned for investigation. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.8 inr, qc 2: 4.8 inr, qc 3: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result of 6.8 inr alleged by the customer was not observed in the meter's patient result report. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The result from meter (B)(4) using test strip lot 53224911 was 3.6 inr. The result from meter (B)(4) using test strip lot 53224911 was 6.8 inr. The result from meter (B)(4) using test strip lot 52818417 with expiration date 30-sep-2022 was 4.2 inr. A new finger was used for each test. The tests were all within minutes of each other. The patient has a therapeutic range of 2.0-3.0 inr.